Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Device received with loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirts insulin during priming. Customer's blood glucose level was unknown. Customer reported that the insulin pump received insulin pump error alarm. Customer reported that the drive support cap was flush. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.